Event description:
Patient states on (B)(6) 2024 they went in for a checkup and one of the leads was not responding; there was a broken wire and had implantable neurostimulator (ins) and extensions replaced (B)(6) 2024. The implant was loose and when patient was laying on their side, the ins was protruding so they felt like the wires had twisted. They did an x-ray and doctor called patient and said it was mess and then monday (B)(6) 2024 they replaced ins with percept rc and replaced the wires going behind the ear where they were connected (extensions). Patient states the leads inside the brain were functionable.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060m (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2022; explant date (B)(6) 2024 brand name sensight; product ID b3400060 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2022; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.